Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump got stuck in the priming stage. The insulin pump alarmed no delivery. Customer's blood glucose level was not reported. Insulin did not exit during troubleshooting. Changing the reservoir resolved the issue. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated three random sealed reservoirs, inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set . Installed reservoirs and connector into a pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.